Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-8991, fibertak® dx suture anchor, knotless, ve5, the first anchor (most distal) was pulled out. This was detected during a atfl & cfl repair on (B)(6) 2026. The procedure was completed successfully by inserting another anchor. Information on the procedure: at the start of the procedure: inserted x2 anchors at first. Deployed well, sliding well. Upon cinching down the ligament, first anchor (most distal) pulled out. Part of the bone chipped off. The anchor was cut and removed. The surgeon inserted another anchor but the anchor kept pulling out as the bone cortex wasn¿t good enough. In total, the surgeon used the same anchor 4x times before finally deploying well into the fibula. String cinching the ligament the second time, the repair suture snapped halfway, leaving the ligament not as tight down as surgeon wanted. The surgeon then was left with a long tail that they had to cut. Surgeon accidentally cut the proximal anchor shuttling sutures which they managed to salvage with pushlock.